Event description:
It was reported that there was an issue with the product nv313e - vitelene insert g 36mm post.wall. According to the complaint description, the plasmafit inlay can not be fixed in the acetabular cup. This malfunction prolonged the surgery. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Reason for final (non-reportable) medwatch report: based on the present information below, the vigilance decision from aesculap ag was re-evaluated with the result that this complaint is considered to be no longer reportable, as no malfunction was detected. Investigation results: the complained product was provided, and therefore, was available for investigation. After a visual inspection of the inlay, no outward damages or defects were found, except for little scratches on the surface caused by the insertion attempts. Due to the reprocessing, it was not possible to measure the product. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against this batch number. Conclusion/preventive measures: based upon the above mentioned investigation results, no evidence could be found on the product that could provide conclusions about the fault described by the customer. Since the device history review did not show any deviations in product realization, a production and design related root cause can be excluded. Furthermore, no similiar complaints are registered. The test dimensions are measured according to acceptable quality level and the relevant external dimensions are measured at 100%. Therefore, based on the findings, the product has no defects and met the specifications. Based upon the investigation results, a CAPA is not required.